Event description:
It was reported that the patient experienced a fall on (B)(6) 2012. The patient experienced constipation following the fall. On (B)(6) 2012, the patient experienced a loss of therapeutic effect, leading to a lack of continuous flow, and was up every hour during the night. The patient had an x-ray after the fall, but the hcp did not work with interstim and could not tell if the device had been affected by the fall. It was noted that the patient programmed displayed an "ins off" icon. Patient turned the neurostimulator on and set it to 2.5 volts, at which point he could feel stimulation. Additional information received reported that the patient had been admitted to the hospital for non-interstim issues, and was not cognizant enough to give reliable feedback on whether or not he felt stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3093-28 lot# v386612 implanted: (B)(6) 2010 explanted: na, extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, programmer model 3037 serial# (B)(4).

Event description:
Additional information received reported that the patient's system was checked after the fall and 3 of the 4 electrodes were "not working".